Event description:
It was reported that two, zr45b's were used during a wedge resection. It was reported by the affiliate that the first device had an incomplete cut line. The second device had an imcomplete staple line. There was no consequence to the pt.